Event description:
Reporter alleged obtaining the results of 349 mg/dl and 124 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was feeling bad, so he ate a sandwich and took 1000 mg of metformin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.